Manufacturer narrative:
The patient's life2000 device was prescribed by the physician for daytime use. The patient did not utilize the device as prescribed by the physician. No malfunction of the device was alleged. The device has been requested from the patient for investigation. The patient has sent the device to breathe technologies, however the device has not yet been received. The investigation is ongoing; however, if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
An (B)(6) year old patient reported that she was hospitalized for 4 days on (B)(6) 2020 after using the life2k device at night when her prescribed trilogy (non-hillrom) nighttime device broke. The patient was taken to the emergency room by her daughter where her carbon dioxide level (co2) was found to be elevated to 91. Additionally, she was diagnosed with an infection (no specifics provided about type of infection) and she was febrile. Hypercapnia (excessive carbon dioxide in the bloodstream, typically caused by inadequate respiration) requiring a four day hospitalization is considered a serious medical event. The settings for the hillrom device did not include a setting for positive end-expiratory pressure (peep); the trilogy nighttime device was setup with positive end expiratory pressure (peep). The life2k device was prescribed by the physician for daytime use. The device was located at the patients home. This report was filed in our complaint handling system as complaint# (B)(4).